Event description:
These particular 6 ml syringes were suddenly having lots of air bubbles when pulling blood through them, especially when used with a butterfly needle. Other syringe sizes are working fine. Phlebotomists have mentioned that if you didn't break the seal by plunging ahead of the draw, it seemed to work better. Phlebotomists are simply getting another syringe if it starts to bubble, so we are wasting them more than anything - not actually impacting the specimens.